Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. Treatment details remain unspecifed. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.